Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Caller tested 4.3 inr on the coaguchek xs plus system while a comparison lab returned as 3.2 inr. Patient's marevan was adjusted based on the result of 4.3 inr. No adverse event reported. Requested return of suspect system, however, the suspect strips are no longer available to return. Replacements were sent.